Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. A device history review was conducted. The report indicates that no issues were found during manufacture that would contribute to the compliant condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was performed. The investigation of the complaint articles indicates that: the returned device shows significant use during its almost 10 year lifespan. The handle of the device is broken into multiple pieces and there are numerous marks and gouges on the head and shaft of the hammer. The damage appears to be the result of wear accumulated over numerous sterilization cycles, rather than the design of the device. This complaint condition is likely a result of method of use, instrument age, inattentiveness during sterilization, and not the device's design. Because of this, the complaint is determined not to be a result of a detected design deficiency. The returned part(s) are determined to be suitable for their intended use when used and maintained as recommended. This complaint is confirmed, but the design of the device did not contribute to this complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that hammer broke during a revision surgery on (B)(6) 2014. Patient had a tibial nail implanted in (B)(6) 2010. The tissue surrounding the nail became infected. Surgery was performed to remove the hardware. While backslapping the nail out, the handle of the hammer shattered. Another set was available and the surgery was able to be completed without delay. Surgery was completed successfully. Clinical findings show infection/inflammation. It was confirmed that along with the tibial nail, there were 4 screws also removed. Of the 4 screws, 2 screws were intact while 2 screws were broken. Patient was not revised with another nail due to healing. Small fragments were generated from the hammer shattering. This is report 1 of 4 for (B)(4).